Event description:
After an implantation time of approximately 34 months, high pacing impedence values were reported. The lead was replaced and no adverse patient effects were reported.

Manufacturer narrative:
Both the mechanical and electrical performance of the lead were scrutinized. The analysis of the lead did not show any deviations from the technical specifications that can be related to the issues mentioned in the complaint description. The analysis did not reveal any sign of a material or manufacturing problem.